Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the region of the left main and left anterior descending arteries. The physician deployed an unspecified promus element stent in the lesion and then observed that the stent was significantly deformed. It is unknown whether the damage was caused by deep seating of the catheter, the ivus catheter or shortening of the stent on it's own accord. The damaged was fixed with another stent placed within the damaged stent. The procedure was completed with another device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
If implanted, give date: about 4 weeks ago. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).